Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver instrument jaws were not opened due to a broken cable. A backup instrument was used. No known impact or patient consequence was reported. Procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that a cable was found protruding from the distal end of the instrument while suturing the tissue and the issue was related to the opening, closing of the grips. The instrument jaw was not grasping on tissue when the issue occurred. There were no issues with left, right motion of the grips or up, down motion of the wrist. The instrument did not collide with any other instrument or tool during the procedure. The procedure was completed with no report of fragment(s) falling inside the patient.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This caused the jaws not to open. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. No pitch cable damage confirmed.

Event description:
Refer to h10/h11 for follow-up information.